Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 the physician observed that: no sensing value were displayed when performing an atrial sensing test. The atrial statistics were inconsistent (18.000 atrial events vs. 22.000.000 ventricular events). The physician requested an explanation of the reported behavior.